Event description:
Connection issues associated with the atrial channel during the implantation procedure; therefore, the subject device was not implanted. Another pacemaker was subsequently implanted.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.